Event description:
It was reported that this artificial urinary sphincter stopped working; therefore, a surgical procedure was performed to remove the cuff and, upon explant, an urethral perforation was noticed. There were no further patient complications reported.

Manufacturer narrative:
Describe event/problem b7 other relevant history d4 model number, lot number, catalog number, expiration date, unique identifier, implant date . H6 patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion and, additionally, the device stopped working. A surgical intervention was performed to replace all the components; however, upon removing the cuff, the urethra was perforated and the procedure was aborted. Three months later, the patient underwent surgery to remove the remaining pump and balloon and implant a new aus. There were no further patient complications reported.